Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, a misload was identified due to a frame node overlap extending to the fourth node. During the implant of the valve, upon deployment to the point of no recapture (ponr), an infold was observed and the valve was recaptured. Upon the second deployment attempt, the infold did not improve. Subsequently, a new valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, a misload was identified due to a frame node overlap extending to the fourth node. During the implant of the valve, upon deployment to the point of no recapture (ponr), an infold was observed and the valve was recaptured. Upon the second deployment attempt, the infold did not improve. Subsequently, a new valve was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received which indicated the following: the misload was identified via fluoroscopy; the misload was due to an inexperienced valve loader; a new delivery catheter system was used with the new valve to complete the implant; and a procedural delay occurred as a result of the infold.